Event description:
It was reported that the patients would did not heal properly. The patient underwent a revision procedure wherein the ipg pocket was washed out and was irrigated with antibiotic solution. The patient is doing well postoperatively.

Event description:
It was reported that the patients would did not heal properly. The patient underwent a revision procedure wherein the ipg pocket was washed out and was irrigated with antibiotic solution. The patient is doing well postoperatively. Additional information was received that there was no device explanted or implanted.